Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient started to experience complications post-device replacement procedure. After the new device was implanted, patient had low heart function, ventricular tachycardia and atrial fibrillation with two different rhythm problems. Patient was under cardio supervision from (B)(6) to (B)(6) 2018. The healthcare provider was trying to prevent patient from getting shocked and rhythm meds were administered. Prior to the device replacement procedure, it was noted patient had been stable from (B)(6) 2017 to (B)(6) 2018. Device remains implanted. No further information available at this time.